Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was brought to the emergency room (ER) on (B)(6) 2014 and was not responsive. The patient was hyperglycemic with a blood sugar of approximately 1100 and was also in renal failure. The reporter was unsure if this was related to the pump as apparently the patient had a number of other medical conditions. However, they wanted to turn the pump off to see if the patient responded to that. Reportedly, they may also administer narcan to see if the patient responds to that as well. This device system delivered morphine. Additional information was requested to verify relation to device, troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.